Event description:
Patient reported that the needle button is popping up within an hour of application. Patient reported that she used proper procedure when applying the v-go device and stated that there is no increased movement or interference with clothing.

Event description:
Patient reported that the needle button is popping up within an hour of application. Patient reported that she used proper procedure when applying the v-go device and stated that there is no increased movement or interference with clothing.